Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right ventricular (rv) lead had dislodged and exhibited high impedances and thresholds, along with the inability to capture. The physician suspected that the lead had perforated the rv shortly after implant. The lead was capped and replaced. No further patient complications have been reported as a result of this event.